Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation papers allege: following his surgery, patient began suffering from discomfort and pain in his hip. He also experienced loosening of his hip. In (B)(6) 2010, patient underwent surgery for revision of the prosthetic femoral head only. However, he continues to experience loosening of his hip, continues to suffer severe pain and walks with a limp. He has been prescribed pain medication by his physician and uses a cane for walking. Doi: (B)(6) 2008 - dor: (B)(6) 2010 (right side). Patient is a resident of (B)(6). Update: (B)(6) 2011 - plaintiff's preliminary disclosure form was received, which identified part/lot information, date of implant, date of revision and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: medical records received (B)(4) 2013. Revision operative report indicates the following: massive seroma; discomfort; serous fluid that is somewhat cloudy; partial breakdown of the anterior repair; extensive foreign body reaction and pseudomembranous formation throughout with soft tissue debris; involvement of the seroma cavity around the total hip arthroplasty. Upon implantation at the primary surgery, there was noted to be a split in the calcar. The acetabular cup, femoral stem and femoral stem sleeve added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.